Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2016, it was reported that on (B)(6) 2016 the pump locked and the patient was able to unlock the locked buttons by just clicking on the click buttons again. The patient reported that the device was discarded and a new patch was inserted for insulin delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may incorrectly lead the patient to continue use of the device if the buttons unlocked with an additional press (may be locked due to occlusion or out of insulin but patient is able to continue clicking the device).